Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports having urinary tract infections (uti) since implant. The patient said they have "like a seizure" in their bladder and when they go to the bathroom, maybe only one drop will come out. Therapy helps with their bladder, but they are concerned about the utis. Most of the time, it has been negative or they could find a urine specimen within 3 days. One time, the patient went to their healthcare provider (hcp) who said it was a deeper germ. They had to make the culture go for 8 or 9 days and then it showed up. They patient was told it was a very deep germ, deep in their bladder. Now, the patient has the same germ back and infection seems to be getting a little worse. They are saying there is no such thing like more than a 3 day culture. The patient called in to ask if some patient have had to have a culture checked longer than 3 days. As a result of the event, the patient was directed to their hcp. Patient added they have been fighting the infection with a urinary tract medication from the drug store. No device issue and no further patient complications have been reported as a result of this event.